Manufacturer narrative:
One supreme¿ electrophysiology catheter was returned for investigation. The reported shaft damage was confirmed. The shaft of the catheter was noted to be separated between the grey and black braided shaft portion due to an inefficient bonding technique. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a procedure, the catheter fractured at the black to gray transition of the shaft during manipulation, exposing internal components. The catheter was replaced to finish the procedure with no adverse consequences to the patient.